Event description:
Reference MDR # 1219856-2011-00210 for the first event involving the same patient. It was reported that the procedure was being performed on an approx (B)(6) old male patient. A new kit was opened and the intra-aortic balloon (iab) was prepped per the instructions for use. The syringe was removed leaving the valve intact. The fiber optix sensor (fos) was connected to the intra-aortic balloon pump (iabp) which lite appropriately. Then the catheter was inserted into the left femoral artery via the teflon sheath, at which time the pump was started and an alarm occurred that there was a leak. They removed both the sheath and iab as one and in the process the femoral artery became injured. The femoral artery required surgical repair. The patient was treated with inotropic support and did okay. There was a delay in treatment with no patient death. The patient was discharged a few days later with no other complications.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.